Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the atrial lead exhibited failure to sense and capture. Dislodgement was further confirmed by imaging. The atrial lead was explanted and replaced. The patient was stable throughout.